Manufacturer narrative:
The subject product has been received; however, due to the cv-19 closure impact of the evaluation lab, the evaluation of the physical sample has been delayed. A photo of the subject product was provided and confirms a thread resembling a ¿fiber¿ presented in the package with one end caught within the lid to tray package seal. The packaging of the subject product in the provided photo appears to be in an unopened state. Although the quality of the photo is limited, it appears that the fiber does not impact the entire width of the package seal. Based on the review of the provided photo, the source of the unidentified fiber appears to be manufacturing related; however, until the evaluation of the sample can be performed, the identification, possible origin of the fiber, and impact on seal cannot be determined. When the sample has been evaluated, a supplemental MDR will be submitted. A review of the manufacturing records was performed and found that the lot was manufactured to specification. This is the first report of foreign material for the subject lot of 6000 units manufactured in january of 2019. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Sample not available for evaluation at this time.

Event description:
It was reported that a fiber was caught between the tyvek lid and tray of the avitene product. Another avitene product was used to complete the case. There was no patient involvement reported.

Manufacturer narrative:
The subject product has been received; however, due to the cv-19 closure impact of the evaluation lab, the evaluation of the physical sample has been delayed. A photo of the subject product was provided and confirms a thread resembling a ¿fiber¿ presented in the package with one end caught within the lid to tray package seal. The packaging of the subject product in the provided photo appears to be in an unopened state. Although the quality of the photo is limited, it appears that the fiber does not impact the entire width of the package seal. Based on the review of the provided photo, the source of the unidentified fiber appears to be manufacturing related; however, until the evaluation of the sample can be performed, the identification, possible origin of the fiber, and impact on seal cannot be determined. When the sample has been evaluated, a supplemental MDR will be submitted. A review of the manufacturing records was performed and found that the lot was manufactured to specification. This is the first report of foreign material for the subject lot of (B)(4) units manufactured in january of 2019. This is an addendum to the initial emdr to document the sample evaluation. The sample evaluation confirms there is a hair under the tyvek seal of the inner tray containing the device. The hair was caught in the seal and can been seen within the product tray confirming this to be a manufacturing related incident. The inner tray holding the product is not designed to be the sterile barrier. The product outer foil pouch is the sterile barrier. No damage is identified to the outer foil pouch. As such no breach of sterility is found. Additionally, analytical testing performed confirms the fiber found within the product packaging to be shed human hair. Awareness training was performed with the manufacturing operators. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a fiber was caught between the tyvek lid and tray of the avitene product. Another avitene product was used to complete the case. There was no patient involvement reported.